Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support and it was discovered occlusion was caused by blockage in cartridge. Customer changed cartridge to address the issue and resumed insulin delivery. Customer blood glucose was 98 mg/dl at time of event.